Event description:
Hill-rom pt transport gurney - p8000 procedural stretcher-, when used in conjunction with oxygen, was observed to have static electricity sparks adjacent to the oxygen tubing while a pt was being transported off of an elevator, then from a carpeted to a non-carpeted surface. This was only the potential for an adverse event. There was no fire, but there was the potential for fire with the combination of oxygen and static electricity sparking. The sparking was reproducible on subsequent attempts to recreate the situation without an actual pt on the stretcher. Static electricity build up and sent sparks between the horizontal metal bar that lies on top of the front piston and the pt oxygen tubing on the pt during transport down a hallway. We have taken five stretchers out of service and contacted our hill-rom rep.